Event description:
Procedure type: colon resection. According to the reporter: after the operation, a fistula was noticed on the anastomosis. Because of a peritonitis, a colostomy was performed. No further details have been provided.

Manufacturer narrative:
Initial report sent: 04/23/2008.